Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 45 mg/dl. Customer experienced vision impairment and retina sensitivity, but there were no observed issues with the pump or related supplies. To counter the low blood glucose level, customer consumed carbohydrates, and was given water at the emergency room for treatment which resolved the issue. Customer was released the same day.